Event description:
Medical examiner's office phoned codman's pump supplier to report a patient death while using the microject pca pump. The patient was placed on the pump and died the next day. The medical examiner's office did not report pump failure or that the device caused or contributed to the death of the patient but would like the device to be examined for proper function.